Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 540 mg/dl. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The insulin did exit during prime. The customer also reported another insulin pump blocked alarm. The customer's blood glucose was 325 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.